Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vented high-volume inlets had foreign (loose) particles inside the fluid pathway. This was discovered during internal checks. There was no patient involvement. No additional information is available.